Event description:
It was reported that a pack of syringe 1.0ml 31ga 6mm 10bag 500cs had a damaged product and compromised sterility before use. The following was reported by the initial reported: "it was reported that syringe was missing needle shield and needle went through polybag and caused needle stick. Verbatim: per update by us com in snow 10/27/2020: from phone call on 2020-10-26 17:03:30: consumer stated, stuck the palm of his hand on a needle that was sticking through a sealed bag. Did not seek medical verbatim from email below: email received¿2020-10-20 18:05:15 when I opened the box to get out a pack of syringes, I got poked in the hand by a needle that was sticking through the plastic packaging. The orange needle shield was missing and not in the packaging or box."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0154521. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint h3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pack of syringe 1.0ml 31ga 6mm 10bag 500cs had a damaged product and compromised sterility before use. The following was reported by the initial reported: "it was reported that syringe was missing needle shield and needle went through polybag and caused needle stick. Verbatim: per update by us com in snow 10/27/2020: from phone call on 2020-10-26 17:03:30, consumer stated, stuck the palm of his hand on a needle that was sticking through a sealed bag. Did not seek medical. Verbatim from email below: email received"2020-10-20 18:05:15, when I opened the box to get out a pack of syringes, I got poked in the hand by a needle that was sticking through the plastic packaging. The orange needle shield was missing and not in the packaging or box.".